Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 53 mg/dl. The suspected cause was unknown. The customer consumed orange juice to stabilize bg. The customer declined further troubleshooting with tandem technical support.